Event description:
Additional information was received from a manufacturing representative. The patient reported the leak to be on the pocket side although no obvious issue was found at the time of the case. It was not determined what the fluid in the pocket was.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal lioresal 2000 mcg/ml at 175 mcg/day. A catheter leak was reported. Per the patient, he experienced symptoms of withdrawal (increased spasms/tightness of the legs) in mid (B)(6) 2016. The patient had a CT scan in mid (B)(6) 2016 that did not show anything obvious with regards to the catheter. He had a dye study on approximately (B)(6) 2016 that the patient reported showed a catheter leak in the abdominal area. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The patient's pump was turned down to minimum rate, and the patient was placed on high dose oral baclofen 120-160 mg/day, which helped with symptoms. The patient was taken to the operation room on (B)(6) 2016 for scheduled catheter replacement. The 8731 catheter was removed from the intrathecal space. The connector in the back was intact. The surgeon cut the pump segment just proximal to the connector pin and removed it through the pump pocket. No obvious issue was noted, although the surgeon did not do a close visual inspection of the explanted product. There was a minimal amount of clear fluid in the pocket when it was initially opened. A new ascenda catheter was placed. The issue was resolved. The patient's status was "alive - no injury." The patient's medical history included spinal cord injury.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter. Analysis of the catheter found that the sc connector was damaged, and leaking occurred during pressure testing. Microscopic inspection identified coring indents in the bottom of the cup of the sc connector consistent with the inner diameter of the tip of the outlet port of the pump and damage to the retaining ring fingers. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal lioresal 2000 mcg/ml at 175 mcg/day. A catheter leak was reported. Per the patient, he experienced symptoms of withdrawal (increased spasms/tightness of the legs) in (B)(6) 2016. The patient had a CT scan in (B)(6) 2016 that did not show anything obvious with regards to the catheter. He had a dye study on approximately (B)(6) 2016 that the patient reported showed a catheter leak in the abdominal area. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The patient¿s pump was turned down to minimum rate, and the patient was placed on high dose oral baclofen 120-160 mg/day, which helped with symptoms. The patient was taken to the operation room on (B)(6) 2016 for scheduled catheter replacement. The 8731 catheter was removed from the intrathecal space. The connector in the back was intact. The surgeon cut the pump segment just proximal to the connector pin and removed it through the pump pocket. No obvious issue was noted, although the surgeon did not do a close visual inspection of the explanted product. There was a minimal amount of clear fluid in the pocket when it was initially opened. A new ascenda catheter was placed. The issue was resolved. The patient¿s status was ¿alive ¿ no injury.¿ the patient¿s medical history included spinal cord injury. (B)(4): additional information was received from a manufacturing representative. The patient reported the leak to be on the pocket side although no obvious issue was found at the time of the case. It was not determined what the fluid in the pocket was.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.